Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, there was incomplete stapling on one side of the reload. Another like device was used to complete the case. There was no patient consequence.